Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported capsular contracture, baker grade IV, "moderate discomfort" and "movement of the implant". Patient later reported "double encapsulated, upside down, attacking my body and textured device". This record is for the left side. The device was explanted.